Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline flex shield braid was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal ends of the braid were fully opened and frayed. Conclusion: based on the returned device, the customer report of "failure to open at the distal end" was not confirmed to have failed to open at the distal end, as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid and user deploying in a vessel bend may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the pipeline failure was not determined. Full wall apposition was not achieved. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device, an unruptured aneurysm was located in the left int ernal carotid artery. The device failed to open in the distal section, which was positioned in a bend. Less than 50% of the pipeline had been deployed when the failure occurred. The device was resheathed less than or equal to two times. The aneurysm was saccular w ith a maximum diameter of 10 millimeters and a neck diameter of 6 millimeters. The landing zone artery size was 3.6 millimeters distally and 4.78 millimeters proximally, with moderate vessel tortuosity. No additional steps or devices were required to open the pipeline, and it was not removed from the patient. The angiographic result post-procedure was confirmed, but full wall apposition was un known. The device was never implanted, and no replacement was planned.